Event description:
A hospital in (B)(6) reported to our distributor that an rt200 adult dual heated breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the complaint rt200 adult dual heated breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was visually inspected for damage. Results: visual inspection revealed that the grommet was missing from the inspiratory elbow. Damage was observed on the inspiratory and expiratory elbows indicating that the breathing circuit had been manipulated with an unknown tool. A lot check revealed no other complaints for lot date 140925. Conclusion: we are unable to determine what has caused the grommet to be missing from the inspiratory elbow. Based on the inspection conducted, both elbows appear to have been damaged by an unknown tool which indicates that the circuit became damaged after distribution. All rt200 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions supplied with the rt200 breathing circuit state: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms". The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with the rt200 user instructions.